Event description:
Customer had been receiving high readings between 424 mg/dl and 163 mg/dl. Took a reading and received a result of 62 mg/dl. Customer had slurring speech and an ambulance was called. Emt's tested blood glucose and received a result of 46 mg/dl. The customer was transported and admitted to the hospital. An IV was given. No controls were being used on the device and it was not coded correctly. A request was made for the return of the suspect device and replacement product was sent.